Event description:
The manufacturer's representative reported that the pt is experiencing "withdrawal" and return of pain symptoms. The hcp performed a dye study and "did not find anything wrong with the catheter". The hcp noted that the roler in the pump was moving, but did not do a pump study to assess accuracy of pump. No volume discrepancies have been noted to date. The pt has recently been changed from dilaudid to morphine but "has not seen any results". A follow-up report will be sent if additional info becomes available.